Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of v-lock power cord not staying plugged in was not confirmed. The mobile power unit, serial (B)(4), was not returned for analysis. There was not additional images or documents regarding the event. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the locking cable of the mobile power unit was replaced because the patient stated that it would not stay plugged in.